Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing triggering at/af episode misclassification. Additionally, an rvtip to rvcoil impedance warning was triggered. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).